Event description:
It was reported that a skin irritation causing scarring, skin tears and a dark spot had occurred while wearing the Pod longer than 48 hours on the abdomen. The patient mentioned when they removed the Pod, the Pod site had oozing pus from the scar. As treatment, the patient cleaned the Pod site, applied a band-aid and a new Pod was placed on a different site. No blood glucose levels were shared.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.